Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 525cc and experienced deflation on the left breast. The deflation was confirmed by the physical exam by the healthcare professional on (B)(6) 2018. The patient was advised not to nurse due to deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 04/21/2018, it was reported to mentor that the device history record ( DHR) of lot number 6680605 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 05/07/18, it was reported to mentor that the patient experienced pain in her shoulders, breast and back after implantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/09/18, it was reported to mentor that the patient had undergone removal and replacement with saline breast implants made by a different manufacturer on 04/01/2018. The patient had no complications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/30/18, it was reported to mentor that it was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with mentor saline devices on (B)(6) 2014 observed a left side deflation that was confirmed by physical examination on (B)(6) 2018. The patient reported that the deflation caused her pain in her shoulders, back and breast; once removed, the pain subsided. The patient reported that the deflation resulted in her cessation of breastfeeding. The patient was advised to let her milk dry up in order to have a less complicated surgery. She did not restart breastfeeding after the surgery. She tried pumping her milk so she could store it, however pumping was painful due to the implant being ruptured. Difficulty/inability in breast feeding is a potential adverse event addressed in the mentor saline device IFU. The patient underwent revision with non mentor saline implants in (B)(6) 2018. Should more information become available, this case will be re-assessed and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/31/18, it was reported to mentor that the patient did not have a lactation disorder. The patient was advised to let her milk dry up in order to have a less complicated surgery. She did not restart breastfeeding after the surgery. She tried pumping her milk so she could store it, however pumping was painful due to the implant being ruptured. Difficulty/inability in breast feeding is a potential adverse event addressed in the mentor saline device IFU. The patient reported that the deflation caused her pain in her shoulders, back and breast; once removed, the pain subsided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient had lactation disorder. On (B)(6) 2018, it was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision with mentor saline devices on (B)(6) 2014 observed a left side deflation that was confirmed by physical examination on (B)(6) 2018. The patient reported that the deflation caused her pain in her shoulders, back and breast; once removed, the pain subsided. The patient had to stop nursing due to the deflation. The patient also reported that this was her fifth deflation. The patient underwent revision with non- mentor saline implants in (B)(6) 2018. Follow up is in progress. Should more information become available, this case will be re-assessed and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. (B)(4)